Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to myopotential oversensing. It was noted that the noise was reproducible with isometric testing. Programming modifications were performed successfully.